Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-15776. Related manufacturer reference number: 2017865-2021-15778. It was reported that a patient's implantable cardiac defibrillator (ICD), right atrial (ra) lead, left ventricular (lv) lead, and a competitor's right ventricular (rv) lead were explanted due to an infection. All leads were sent for pathology examination. No additional info given.